Event description:
Subject is a 15 year old female with alveolar rhabdomyosarcoma currently being treated on arst2031 regimen b who was admitted on (B)(6) 2023 for concern for central line infection of PICC. Subject woke up on (B)(6) 2023 with worsening pain around site of PICC and by the following day she noticed green purulent drainage at the site of her PICC. This prompted her to present herself at the emergency department on (B)(6) 2023 where she was noted to be afebrile, well appearing and hemodynamically stable but at risk of a serious bacterial infection. She was subsequently admitted that same day. During her admission, the PICC line was removed and blood cultures were obtained. Her central line cultures and peripheral blood culture resulted negative for growth at 24 hours but it was determined to keep the subject inpatient for risk of bacterernia as her cbc labs demonstrated dropping neutrophil and white blood counts. A course of cefepime was begun while admitted. On (B)(6) 2023 blood cultures and PICC line drainage culture were no growth and subject was discharged home to complete a 5 day course of oral bactrim. Two days later on (B)(6) 2023, the subject presented again to the emergency room now with a fever and chills. She was admitted to the picu in the setting of septic shock demonstrated by neutropenia and hypotension, which required vasopressor support. As of (B)(6) 2023 subject is still admitted and continues to receive antibiotics. Her blood cultures continue to show no growth at 96 hours.